Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for the right atrial automatic threshold (raat) test in programmed amplitude or suspended mode. Technical services (ts) was consulted and discussed that this was due to fusion events and noise. No atrial loss of capture (loc) was observed. Additionally, this crt-d recorded an inappropriate atrial tachy response (atr) event for atrial fibrillation (af) detection, which was attributed to farfield oversensing. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.